Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Nine years post implant the patient developed a small bowel obstruction and underwent surgical intervention which included extensive lysis of adhesions through out the small bowel as well as manipulation and "takedown of mesh (ck) with re-tacking of the edges of the mesh circumferentially." Post manipulation of the mesh the patient experienced fistula formation and underwent surgical intervention with explant of the bard davol composix kugel (ck) mesh. Four days post explant, the patient was diagnosed with infection/sepsis from the enterocutaneous fistula and underwent surgical intervention with drainage of the fistula. While the composix kugel mesh was noted to have been explanted, it is unclear in the medical records provided if the mesh fully or partially excised. It was reported the patient experienced fistula formation, adhesions and infection/sepsis. Fistula formation and adhesions are listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however may required removal of the prosthesis." Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent a two part procedure which included total abdominal hysterectomy, bilateral salpingo-oophorectomy; open cholecystectomy and repair of a large ventral hernia with implant of an extra large bard davol composix kugel hernia mesh. The mesh was placed in the abdomen. A spiral tacker was used to secure the margins of the mesh to the overlying abdominal wall. Then the musculofascial edges of the hernia defect were sutured to the mesh component using prolene. On (B)(6) 2014 - the patient presented to the hospital with complaints of abdominal pain, nausea and vomiting which had been persistent over 6 to 12 hours period. A CT scan showed a probable small bowel obstruction. The patient underwent an exploratory laparotomy, omentectomy with extensive lysis of small bowel adhesions, resection of small bowel and "takedown of mesh (ck) with re-tacking of the edges of the mesh circumferentially," there was a portion of the small bowel adhered to the ck mesh, and this had to be taken down using a knife. On (B)(6) 2014 - the patient underwent endoscopy due to gastrointestinal bleeding episode. The patient was diagnosed with ulcerative esophagitis with proximal ulcers, likely due to prior ng tube trauma. On (B)(6) 2014 - the patient was diagnosed with an enterocutaneous fistula and underwent an exploratory laparotomy, excision of the composix kugel mesh and debridement of the fistula with placement of a malecot tube. Medical records note all the mesh had been removed. On (B)(6) 2014 - during an md consultation, the md noted that the patient was post resection of a portion of the mesh (ck) with repair of the fistula tract. Md assessment was infected mesh (ck) with enterocutaneous fistula. On (B)(6) 2014 - the patient was diagnosed with sepsis from the enterocutaneous fistula and underwent exploratory laparotomy and debridement with drainage of enterocutaneous fistula.